Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode and thus explanted. It was confirmed that crticial therapy was still available.